Manufacturer narrative:
The investigation shows that the screw broke as a result of too high torsional and bending forces (whereas the torsional forces prevailed) in forced rupture mode during the insertion. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
The nurse reported the following event: during a surgery, screw broke into the bone of the pt. A part of the screw could be removed and the other remained into the pt.